Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped after performing a few compressions and displayed fault code 16 (timeout moving to take-up position) error message" was confirmed during the archive data review and functional testing. The likely root cause of the error code was slight corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to freeze and not switch on. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer, but the storage condition of the platform is unknown. A corrosive damage is indicative of storing the device in a location with high ambient humidity and/or indicative of usage of the device. The autopulse platform is a reusable device and was manufactured in may 2015, exceeding its expected service life of five years. Nevertheless, user mishandling cannot be ruled out, as storing the device in a location with low humidity could prevent corrosive damage to the drivetrain motor. The reported complaint of "the autopulse platform (sn: (B)(4)) stopped after performing a few compressions and displayed ua23 (compression will exceed 3 revolutions) error message" was confirmed in the archive data but was not confirmed during the functional testing. No device malfunction was observed that could have caused or contributed to the reported ua23 error message. Unable to duplicate the ua23 error message during the functional testing of the returned autopulse platform. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the autopulse platform stopped after performing a few compressions and displayed a fault code 16 error message; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation, likely due to slight corrosion on the brake housing area of the drivetrain motor. The corrosion was removed by tapping the brake using a small hammer, and the sticky brake was fully released by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. The archive data was reviewed and showed multiple fault code 16 and ua23 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list guide, user advisory (ua) 23 error message is an indication that the driveshaft traveled out of the specified range to get to the calculated compression depth. Typically, this error occurs as a result of an internal component error or a malfunction. The ua23 error message can be cleared when the user press restart. Following service, including the removal of the corrosion and replacement of all the defective parts, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. Manual CPR was performed for about 40 minutes prior to the ems arrival. During use, the autopulse platform stopped after performing a few compressions and displayed fault code 16 (timeout moving to take-up position) and ua23 (compression will exceed 3 revolutions) error messages. To troubleshoot, the user rotated the driveshaft to "home" position to adjust the lifeband and re-started the autopulse platform; however, the issue was not resolved. Subsequently, the use of the autopulse platform was discontinued. Manual CPR was performed and return of spontaneous circulation (rosc) was achieved. No consequences or impact to the patient.